Event description:
The patient reported that the needle button popped out (B)(6) 2020 when patient woke up at 6:00 p.m. (Nap time). The patient indicated that she has been on v-go for 3 days and places the v-go on the abdomen.